Event description:
The pt required a cannula exchange two weeks after implantation of lifesite system due to flow problems. The implant location is the left internal jugular vein. The pt was waiting for a graft to mature. However, after two uses the graft also clotted. The pt was placed on coumadin therapy and is currently using the lifesite system for dialysis. The lifesite system was reported to be functioning well in 2002.